Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported difficult to deploy the clip in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and placed. During deployment difficulty was met detaching the clip from the delivery catheter (dc). The stabilizer was moved medially and torque was applied to the steerable guide catheter (sgc), and the clip was able to deploy. An additional clip was implanted, reducing mr to 2. Although this issue caused a delay in the procedure, the delay did not result in adverse patient sequelae; therefore is not considered clinically significant. No additional information was provided.